Manufacturer narrative:
(B)(4).the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a follow-up high thresholds were observes on the rv, ra and lv lead. During revision, fluoroscopy revealed lead dislodgment on all three leads due to possible twiddler syndrome. Repositioning the rv lead was unsuccessful. The rv and lv leads were explanted and replaced. The ra lead remains implanted. The patient is doing well and will continue to be monitored.